Manufacturer narrative:
Investigation: DHR was performed and 1 pc of foreign matter found in fluid path was detected in outgoing but it is within the aql specifications. No quality notification was raised on past 12 months on affected batch. 1 photo was returned and foreign matter was observed as a solid piece inside the syringe barrel. No sample was returned. Probable cause could be the assembly khale stations, where found that the side guide at plunger infeed dial was misaligned and hitting the plunger during feeding into main assembly dial which resulted in broken plunger. The roken pieces of the plunger would fall into the subsequent syringe barrel before assembled plunger and stopper.

Event description:
It was reported that before use of the bd¿ syringe ls tw/ hypodermic had foreign matter. The following information was provided by the initial reporter: foreign matter.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe ls tw/ hypodermic had foreign matter. The following information was provided by the initial reporter: foreign matter.